Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the clinic with symptoms of fatigue. The pulse generator exhibited backup vvi operation and could not be interrogated. After device software download, normal function resumed.